Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "nitrogen line burst" (burst). A technician reports hearing a leak from the nitrogen line. The pt was in the process of having the flap made on the left eye when the nitrogen line made a loud popping sound and burst. The valve on the nitrogen tank was immediately closed, the laser was turned off and all personnel, including the pt, were removed from the laser suite. The territory manager (tm) was called to come and repair the broken line. A bandage contact lens was placed on the pt's left eye for approximately 3 hours while the laser was repaired. Following the repair, the pt's treatment was completed along with the other 10 pts scheduled for surgery that day. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).